Event description:
A complaint was received from a customer that stated when customer used excel off brand reagent strips the meter would not count down after the sensor was inoculated with blood and provide a result. No blood sugar result to a diabetic could be a serious event. While on the phone a review of the system was conducted. Electronic checks were performed and were satisfactory. The customer was informed that bayer does not provide or support the use of an off brand reagent. The customer was provided bayer supplied reagent and control materials and was encouraged to call the company's 24/7 customer service line if any problems were encountered. The complaint is considered closed for purposes of MDR.